Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there was foreign material in the nozzle. This is attributed to the failure to clean adequately. Due to clogging of nozzle, water removal ability does not meet the standard value. Other observations for the device: due to a pinhole on connecting tube and wear of zoom lever, water tightness is lost; connecting tube has a dent and a cut; adhesive on a-rubber has a chip and a crack; a-rubber has a scratch; switch (sw) sw4 has wear; paint on suction cylinder (s-cylinder) is peeled; due to wear of angle wire, the play of up/down knob and bending angle in up direction is out of the standard value; distal end cover (c-cover) has a dent; light guide (lg) lens has a crack; adhesive around lg lens has white-clouded area; adhesive around objective lens has white-clouded area; lg lens has a crack; insertion tube non-bending secition ig protector is damaged; connecting tube has buckling and a dent; universal cord has a wrinkle; scope connector is dirty due to water invasion; and protector of universal cord and universal cord have a scratch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of angulation issues. There is no harm to any patient. Upon evaluation of the returned device, it was observed that there was foreign material in the nozzle. This is attributed to the failure to clean adequately. Due to clogging of nozzle, water removal ability does not meet the standard value. This medwatch is being submitted for the reportable issue of foreign material found in the nozzle during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined. The foreign material was bigger than the inner diameter of the air/water nozzle entered inside the air/water channel, which resulted in clogging. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be determined; however, it was confirmed that foreign matter remained inside the nozzle. It is likely that foreign matter stuck inside the air/water nozzle could not be sufficiently removed and clogged. It was confirmed that there was no deformation of the air/water nozzle. Olympus will continue to monitor field performance for this device.

Event description:
Additional information obtained identifies the product was cleaned, disinfected, and sterilized before requesting repair. There was no delay / time lag between the end of use and the start of pre-washing. There was water and air supplied to the air/water nozzle. Accessories used for reprocessing were normal. Lastly, the air/water nozzle was wiped / brushed with either gauze, brush, or sponge.